Manufacturer narrative:
Product ID (B)(4). Lot#. Serial# (B)(4). Implanted: (B)(6) 2008. Explanted: (B)(6) 2021. Product type catheter. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4)., ubd: (B)(6) 2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving sufentanil (1400 mcg/ml at 489 mcg/day), bupivacaine (28.9 mg/ml at 10.101 mg/day), and baclofen (336 mcg/ml at 117.44 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was having increased pain and discrepancies at refill. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. A dye study was performed, and they were unable to aspirate. The patient was taken to surgery for catheter exploration at the anchor site and the catheter was found to be bent. When the catheter was cut, there was no csf (cerebrospinal fluid) flow so a new intrathecal segment was implanted. It was noted that per the hcp, the kink caused blockage. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The pump dose was reduced 50% after the catheter revision.